Event description:
In 2000, the pt had an l4-5 fusion done using the following spinelink components: 4 screws, 4 end caps, 2 standard lock nuts, 2 extended lock nuts, 1 left reverse link, 1 right reverse link and 2 spacer washers. This was the fourth spinal procedure the pt had undergone, although it was the first using spinelink. Approx 6 weeks later it was noted on x-ray that a portion of the spinelink assembly was disassembled. In 2000, the spinelink components were replaced with another system.